Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the kept getting an out of regulation (oor) error on their programmer. The patient was advised to contact their clinic. There were no symptoms reported. No further complications were reported or anticipated. On 2019-06-19, email (rep, for) (B)(6).